Event description:
The customer reported to olympus, the gastrointestinal videoscope displayed no image on the monitor. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign mater in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the b30 error (scope communication error) occurred due to corrosion on the endoscope connector, water tightness was lost due to damage on the upward/downward knob, plastic distal end cover/probe cover had a scratch, adhesive around the light guide lens was peeled, protector of the universal cord on the suction connector side had a scratch, scope cover and connector had a scratch, paint on suction cylinder was peeled, forceps elevator lever and know had a scratch, right/left and upward/downward knobs had scratches, switch box had a scratch, switches #1 and #4 had wear, universal cord ha a wrinkle and a scratch, grip had a scratch, control unit and connecting tube had discoloration, control unit had a scratch, adhesive on the bending section cover had a chip, bending tube was deformed, upward/downward knob could not be locked securely due to wear of forceps elevator lever, the play of the upward/downward knob was out of the standard value due to wear of angle wire, bending angle in up direction did not meet the standard value due to wear of angle wire, and the connecting tube wad a wrinkle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer does not know what the foreign material is. Additionally, it is unknown when the foreign material adhered to the nozzle, if there was any delay in the start of the pre-cleaning, if the nozzle was cleaned with lint-free cloths/brushes/sponges, or if the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with air and water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address: full establishment name - (B)(6).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.